Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported an implant loss - mobility implant region 25 did not heal, had to be removed, impression taken beforehand at hza where the implant loosened.